Manufacturer narrative:
This lead will not be returned thus no analysis will be conducted. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this right ventricular lead, as well the a competitor device and lead were explanted due to an infection. No adverse patient effects were reported following the explant.